Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. The reported event was confirmed per visual evaluation. The visual inspection noted the balloon appeared to be mushroomed, as the evaluation noted a cuff roll on the balloon. No others defects were observed. The functional evaluation was conducted as follows: the balloon was inflated with air and deflated, and a cuff roll was not formed. Subsequently, 10cc of a mix of water and blue methylene was introduced with a syringe. The catheter was left for 3 minutes resting on a flat surface. It deflated on its own, and a cuff roll was not formed. A dimensional evaluation was conducted and the results are as follows: short side= 0.7785¿, long side=0.8060¿ (active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was found upon receipt of this device that the balloon had developed a ridge. A follow up call was made to the complainant who confirmed that no patient injury had occurred.